Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken on posterior, striated opening and broken on anterior and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening. A striated opening and broken assessed as surgical damage.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.